Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted that the trocar balloon had a cut. The obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic hernia repair, the device balloon physically broke while being applied on the first step, entering of the trocars. Trocar was removes and new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.